Event description:
Event description cpi received information that these two sutureless myocardial unipolar leads (4312's) were removed from service because of sensing noise, due to a lead fracture, caused from a skydiving accident. The (4312's) were replaced with a bipolar endocardial tined lead (0010).